Event description:
It was reported that during a da vinci si hysterectomy procedure, while dissecting tissue, arcing was observed from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The arc went to the patient's uterus, which was removed as part of the planned procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the additional information is received, a follow-up MDR will be submitted. On (B)(6) 2011, the site reported that the patient had been discharged as planned and no adverse effects from the incident were reported.

Manufacturer narrative:
(B)(4).